Event description:
It was reported that during percutaneous coronary intervention procedure, balloon rupture occurred. The target lesion was located in the mildly tortuous circumflex artery. After a 3.5x28mm non-bsc drug eluting stent was deployed, a 8mm x 4.50mm nc quantum apex balloon catheter was selected and used for post dilatation. Upon the second inflation at 18 atm, the balloon ruptured. The procedure was completed with a 3.5mm x 8mm non-bsc balloon catheter. No complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received inside a carrier tube (hoop) within an nc quantum apex product pouch and shelf box that matched the information on the device. There was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).